Manufacturer narrative:
Results of investigation: the devices, used in treatment, were not returned for evaluation. A clinical analysis of the x-rays provided confirms the report and the components appear stable. Without the requested clinical information, implantation and revision records, activity level, bone quality or the device the root cause of the reported joint laxity cannot be determined. However, we cannot rule out micro-motion as contributing factor. The impact to the patient is the revision and the continued reactive swelling. Should any additional medical information be provided this complaint would be reassessed. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Factors and/or some potential probable causes that could contribute to the reported event have been identified as but not limited to traumatic injury, surgical technique, implant failure or design of device. Without the return of the actual product involved and no patient medical records, our investigation of this report is inconclusive. Based on this investigation, the need for corrective action is not indicated. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed

Event description:
It was reported that revision surgery was performed due to patients complaining from joint laxity.

Manufacturer narrative:
Results of investigation: no product or clinical relevant information was provided, therefore a thorough medical investigation cannot be rendered. Should any additional medical information be provided this complaint will be re-assessed. Without information of the actual device involved our investigation cannot proceed. If the device or new information is received in the future, the complaints can be re-opened. No further actions are being taken at this time. We consider this investigation closed. Related reports: 1020279-2019-04041, 1020279-2019-04042, and 1020279-2019-04043.